Event description:
It was reported that t:slim x2 pump battery would not charge, as pump did not recognize charging connection despite use of tandem and alternate charging cables and wall adapters and no power source alerts appeared in pump history. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was advised that replacement pump would have updated software, and was instructed to allow current pump battery to fully deplete, return problematic pump to tandem within 10 days using provided shipping materials, and then program pump settings and connect continuous glucose monitor on replacement pump, while tandem technical support arranged shipment of replacement in-warranty pump.